Event description:
It was reported that; surgeon could not advance or back out screw after initially being inserted. Surgeon used polyaxial driver then used screwdriver and could not adjust screw. Had to helicopter screw out twice. Update; there was over an hour surgical delay to helicopter out screws then re insert them. (2x)

Manufacturer narrative:
Method: risk assessment; results: device inspection, device history review, and complaint history review could not be performed, as the device was not returned and a valid lot code could not be obtained. Conclusion: the root cause is undetermined.

Event description:
It was reported that; surgeon could not advance or back out screw after initially being inserted. Surgeon used polyaxial driver then used screwdriver and could not adjust screw. Had to helicopter screw out twice. Update; there was over an hour surgical delay to helicopter out screws then re insert them. (2x).